Event description:
Caller reported an error with the continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. Customer received guidance from technical support on how to perform a pump reset, and the error did not reappear. The caller successfully started their sensor session afterwards.